Event description:
It was reported that the drain broke off in the patient. During the removal process, the drain appeared to be stuck. When attempting to remove the drain it snapped and a piece remained intracranially. The piece was surgically removed and the patient is stable.

Manufacturer narrative:
The reported issue on this complaint is inconclusive due to no sample was returned for evaluation. No lot number was reported for investigation. Therefore a device history report could not be reviewed. (B)(4).